Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4). It was reported that patient had small part of mesh removed on (B)(4) 2010 along with being hospitalized for post operative hemorrhaging. Patient had experienced pain, urinary tract infection, incontinence, and dyspareunia after implantation.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vault repair, mesh cystocele repair, mesh bilateral paravaginal repair, mesh enterocele repair, mesh rectocele repair, mesh bilateral sacro-spinous fixation, and cystoscopy under anesthesia; due to stress urinary incontinence, rectocele, and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01625. The same patient is represented in each medwatch.